Manufacturer narrative:
Manufacturing review: a manufacturing review was not performed as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the investigation is inconclusive for the alleged filter migration. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: movement, migration or tilt are known complications of vena cava filters. Migration of filters to the heart or lungs has been reported. There have also been reports of caudal migration. Migration may be caused by placement of the filter in ivcs with diameters exceeding the appropriate labeled dimensions specified in this IFU. Migration may also be caused by improper deployment, deployment into clots and/or dislodgement due to large clot burdens. All of the above complications may be associated with serious adverse events such as medical intervention and/or death. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately two months post vena cava filter deployment, a chest CT scan demonstrated the ivc filter within the heart. Five days post CT scan, an additional CT scan demonstrated the ivc filter within the right ventricle of the heart with the filter hook adjacent to the tricuspid valve. Two days later, the filter was successfully removed via a surgical procedure with additional repair to the tricuspid valve with annuloplasty. The patient status was not provided.

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately two months post filter deployment, the patient had recently undergone an abdominal resection. It was noted that the filter had migrated into the right ventricle, incidentally. Therefore, the investigation is confirmed for filter migration. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with abdominal surgery for teratoma. Approximately two months post filter deployment, a chest computed tomography scan demonstrated that the filter migrated to heart. Five days post computed tomography scan, an additional computed tomography scan demonstrated the inferior vena cava filter within the right ventricle of the heart with the filter hook adjacent to the tricuspid valve. The device was removed via an open chest procedure. The current status of the patent is unknown.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient with history of dvt, pe and a recurrent teratoma had an upcoming surgery and was scheduled for inferior vena cava (ivc) filter placement. The right internal jugular vein was accessed using micropuncture technique and an inferior venacavagram obtained showed no clots in the ivc and no vascular anomalies. The filter was deployed in the infrarenal ivc at the l2 level without incident. Post deployment contrast injection showed satisfactory position of the filter. The patient tolerated the procedure well without any adverse reactions. Successful neck hemostasis was achieved with manual compression. Approximately two months post filter deployment, the patient had recently undergone an abdominal resection. It was noted that the filter had migrated into the right ventricle, incidentally. After a cardiac surgery consultation, the decision was made to proceed with open filter removal. A midline sternotomy incision was made and the pericardium was opened. There were significant adhesions within the pericardial space that were unexpected due to the patient¿s prior radiation to the chest. Furthermore, there were areas of calcification on the right side of the pericardium that prevented cannulation to conduct the surgery. Therefore, a pericardiectomy was performed. Cannulation in a standard fashion was performed and the patient was placed on cardiopulmonary bypass. The right atrium was opened and the tricuspid valve was visualized. It was noted that the filter had migrated past the tricuspid valve and was in the right ventricle attached to the subvalvular apparatus of the tricuspid valve as well as the trabeculae of the right ventricle. Each of the prongs of the filter were cut individually to mobilize it, and under direct visualization, the filter was removed in its entirety. The valve was tested and appeared to have significant regurgitation; therefore, sutures were placed around the annulus of the tricuspid valve and were brought through a 32 mm ring. The ring was seated and the sutures were tied and cut. The valve was tested and appeared to be more competent. The atriotomy was closed and the physician proceeded with placement of a ventricular wire, ground wire, and 2 atrial wires as well as a blake drain and straight tube. The patient was weaned off cardiopulmonary bypass and appeared to be pacer dependent. The edges of the pericardium that had been resected were cauterized to ensure hemostasis with additional time spent to ensure optimal hemostasis. The sternum, fascia, subcutaneous tissue and the skin was closed. A transesophageal echocardiogram revealed preserved biventricular function and minimal residual tricuspid regurgitation. Sponge and needle counts were correct. There were no complications. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned. Images were not provided. Medical records were provided and reviewed. Approximately two months post filter deployment, the patient had recently undergone an abdominal resection. It was noted that the filter had migrated into the right ventricle, incidentally. Based on the provided medical records, the investigation can be confirmed for a migrated filter leading to open surgery to remove. Per the medical records, the filter was implanted prior to abdominal surgery. Therefore, it is possible that the surgery may have affected the integrity and stability of the filter. Per the instructions for use (IFU), "open abdominal procedures such as bariatric surgery may affect the integrity and stability of the filter." However, based on the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - movement, migration or tilt are known complications of vena cava filters. Migration of filters to the heart or lungs has been reported. There have also been reports of caudal migration. Migration may be caused by placement of the filter in ivcs with diameters exceeding the appropriate labeled dimensions specified in this IFU. Migration may also be caused by improper deployment, deployment into clots and/or dislodgement due to large clot burdens. The above complications may be associated with serious adverse events such as medical intervention and/or death. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately two months post vena cava filter deployment, a chest CT scan demonstrated the ivc filter within the heart. Five days post CT scan, an additional CT scan demonstrated the ivc filter within the right ventricle of the heart with the filter hook adjacent to the tricuspid valve. Two days later, the filter was successfully removed via a surgical procedure with additional repair to the tricuspid valve with annuloplasty. The patient status was not provided. New information received: medical records were received and reviewed. The patient with history of dvt, pe and a recurrent teratoma had a vena cava filter successfully deployed in the infrarenal ivc prior to surgery. Approximately two months post filter deployment, it was noted that the filter had migrated into the right ventricle. A surgical procedure was performed, the filter was removed in its entirety and the tricuspid valve was repaired with annuloplasty due to regurgitation. There were no complications and the patient was hemodynamically stable at the conclusion of the procedure. No additional information surrounding this event was provided in the medical records received.